Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level module was not connecting properly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The end user stated that at the time of the issue, they swapped the module with a different module and the issue remained. It was concluded that one of the level sensors was loosely connected and the module was functioning properly. It was found upon the fsr revisiting the user facility that the gel being used for the level sensors had expired in may of 2024 and was likely causing the level sensors to have a loose connection. The unit operated to the manufacturer's specifications.